Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and was experiencing capacity faults.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (capacitor fault) was due to debris on the j1 of the ca board. The root cause was unable to be identified. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button switch being contaminated. . The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Reporting out of abundance of caution